Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. On (B)(6) 2009, the patient underwent a gynecological procedure and mesh was implanted. It was reported that in (B)(6) 2004 the patient underwent mesh revision. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary retention. It was reported that the patient underwent mesh revision and loosening of tvt sling urethropexy on (B)(6) 2004 by dr. (B)(6). (B)(4).